Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was reported that there was moisture behind the display. The reporter confirmed that there were low battery alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2017 with the following findings: the black box showed evidence of short battery life illustrated with drastic vp drop leading to a replace battery alarm on (B)(6) 2017. The battery compartment and cap were undamaged and able to fit with no visible evidence of moisture. However, the leak test failed due to a display lens leak. The pump powered on to a discolored and dim display. ¿ez-prime¿ steps were performed correctly. The sleep current reading was out of specification; a short battery life issue was duplicated. The pump¿s cover was removed and moisture was found internally. (B)(4).